Event description:
It was reported that during device replacement, a high voltage shock was ineffective and the rv lead impedance was high, > 200 ohms. The lead was explanted and replaced. There were no patient complications reported as a result of this event. The patient status was noted as 'ok'

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary defib conductor fractured; full lead returned. It was reported that during device replacement, a high voltage shock was ineffective and the rv lead impedance was high, > 200 ohms. The lead was explanted and replaced. There were no patient complications reported as a result of this event. The patient status was noted as 'ok' actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event capture, failure to impedance, high.